Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thus and carelink. No insulin flow blocked alarm, audio anomaly or partial display noted during test. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained keypad overlay, corroded battery tube, corroded motor home switch, minor scratched lcd window. Pump passed required test and no insulin flow blocked alarm, audio anomaly, no current code or partial display noted during test. However, minor scratched lcd window was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump / the lcd screen has a rainbow effect / lcd screen is scratched making it hard to read, no delivery alarms, during the rewind process, the motor alarm, the transmitter battery life not lasting the 7 days and sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-213a, mmt-332a, mmt-7811na, and mmt-7020a. Troubleshooting was not performed and the customer reported an issue with the pump display. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported an insulin flow-blocked alarm. The customer reported the transmitter battery was not lasting as long as expected. The customer was reporting a discrepancy between sensor glucose and blood glucose and also received a motor alarm. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1780kl. No product return is required for mmt-213a. No product return is required for mmt-332a. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.